Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) was damaged, the image was green. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction no image and purple light could not be determined. Also, the most probable cause of the additional malfunctions green image was traced to broken video cable and the damaged fibre bonding in the outer tube area (distal end) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope displayed no image and only had purple light. The event occurred during inspection for use. There were no reports of patient involvement.